Event description:
A health care professional reported that after intraocular lens (iol) implant surgery, surgeon observed the hazy is on the anterior of the lens approximately 18months post implantation. Patient vision was 6/6 and not complaining. No further information expected as reporter unwilling to provide additional information.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
Additional information was provided in h3., h6 and h11 the product was not returned for analysis. Only photo was returned. The reported complaint was observed on the returned photo. The reporting facility did not provide a lot number or any identification of the product. Provided photo shows what appears to be a close up image of an implanted intraocular lens (iol). There are marks and light reflections visible over the optic. The exact location of the marks (on or under the optic) cannot be confirmed from the provided photo. A high magnification slit lamp image of a dilated eye was provided with a report of ¿¿ hazy is on the anterior of the lens.¿ white reflective bodies of both diffuse and discreet appearance are present along with the ring features of the company lens. From the image it is not possible to determine where the ¿haze¿ is occurring relative to the lens but was reported to be on the anterior possibly indicative of deposition on the surface. The source of the observation is not able to be determined based on the provided image, and further identification would require clinical assessment beyond this image review . Based on our observation of the attached photo, white reflective bodies of both diffuse and discreet appearance are present on the lens. The 'haze' was reported on the anterior surface of the lens, which might be indicative of deposition on the surface. The origin of the observed optic issue cannot be confirmed based on the returned photo alone and without evaluating the physical product. No product was returned and not enough information was provided to complete the investigation. A final root cause cannot be determined based on available information. All product history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).